Event description:
It was reported the patient presented to the hospital with poor bilateral foot lesions and infection was suspected through an echocardiogram. The patient was administered antibiotics which did not improve the infection. The patient also experienced complaints of fever and chills. A transesophageal echocardiogram was performed and confirmed the suspicion of vegetation on the lead, tricuspid valve endocarditis on the lead, and infection on the system. The device was explanted and the lead was capped. Cultures were performed within the pocket and it was noted to look good. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.